Event description:
The device was used during a laparoscopic cholecystectomy, the devices would not open after firing. No patient consequences. Case completed with another device of the same product code.